Event description:
Note: see associated medwatch manufacturer's report number 1222780-2010-00082. During an attempted endometrial ablation the physician sounded with a suresound device and then had several unsuccessful cavity integrity assessment (cia) tests with 2 novasure disposable devices. The physician then did a hysteroscopy and a "6-8mm perforation was seen at the fundus just lateral to the midline". No treatment was needed for the perforation and the procedure was aborted. The patient was observed for an extended period and "discharged home in stable condition". A hysteroscopy and dilatation and curettage (d&c) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).